Event description:
I had lasik surgery as a 21-year-old college student back in (B)(6) 2023. Easily the worst mistake of my life. My pupils were incorrectly measured before the surgery and not even mentioned to me. I also already had mgd and ocular rosacea prior to the surgery, which was also not mentioned to me. I have been left with chronic eye pain/burning, floaters that I never had prior, fluctuating vision, and loss of night vision and ghosting. After doing a bunch of research and speaking to thousands of others in support groups who have had this surgery, it is obvious that this procedure is dangerous. I have spent thousands on medications and therapy. There is statistical evidence that the lasik flap never heals. Nerve damage always occurs, which sometimes results in neuropathic pain. I was never informed of this. Doctors are supposed to make sick things healthy, not healthy things sick. It goes against their oath to do no harm. I have suffered from major anxiety, depression, and suicidal thoughts. I had no issues prior. I am a 4.0 gpa law student. This operation has damaged me in a way that I cannot even begin to describe. This surgery is seriously messed up, and I went to a reputable surgeon. It is extremely disheartening how many people have been harmed by this surgery (including documented suicides), yet the FDA has not done enough to warn the public. God bless the families of those who have suffered or even died from the aftermath of this procedure. Please, I beg that something be done. There is no reason people should have this operation done, as glasses and contacts are safe and effective.